Event description:
It was reported, "leaking at the insertion site only when flushing or infusing the proximal lumen (white lumen). Flushes free and clear, no resistance and aspiration." There is no reported patient injury or adverse health consequences. The mac catheter was removed because the therapy was concluded. The patient's current was reported as "fine".

Manufacturer narrative:
(B)(4).